Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) disassembled monitor and cleaning of electrical contacts and connections on inverter pcb and color video recorder pcb. Reassembly and functional diagnostic tests performed. Functional tests performed with positive outcome.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. In section d4, the UDI is incomplete as the primary di is unavailable.

Event description:
It was reported by the customer that during a routine check cs100 intra-aortic balloon pump (iabp) had broken screen. There was no patient involvement.